Event description:
Oral-b brush heads keep falling apart [device breakage]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush heads kept falling apart. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.